Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid.

Event description:
It was reported that arctic sun device alarming 79 (primary and secondary outlet water temperature sensors differ by greater than 1c). Caller had tried powering off and back on with no resolution. Advised this alarm has to be addressed by biomed and they should swap out devices.

Event description:
It was reported that arctic sun device alarming 79 (primary and secondary outlet water temperature sensors differ by greater than 1c). Caller had tried powering off and back on with no resolution. Advised this alarm has to be addressed by biomed and they should swap out devices.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be a t2 thermistor failure. However, there was insufficient information to confirm this potential root cause. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions-for-use under baw2800261 rev 0 are found to be adequate. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.